Event description:
Customer was hospitalized due to high blood glucose. Customer's family member stated that quick serter was bent when it was removed in the hospital. Explained to customer 2 high blood glucose rule and instructed to monitor and call back as needed. Troubleshooting performed and pump appeared to be functioning as designed.